Event description:
Device 2 of 2: reference MFR. Report# 1627487-2018-07536. Manufacturer complaint record review indicated the scs system was explanted and replaced with a competitors system.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report# 1627487-2018-07536. It was reported the patient experienced discomfort (described as shocking sensation). As a result the scs system was explanted.